Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed "cassette not attached properly" alarm. No discrepancies related to the complaint were found during visual inspection. Confirmed that the customer was getting alarms in the event log of ¿cassette not attached properly¿. However, this issue could not be replicated. The probable cause was unknown. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. There are no signs of damage to the pumps upstream and downstream sensors and they are functioning as expected. Based on the review of complaints it was determined that the previous repair is related to the current complaint. The device passed all functional tests.

Event description:
It was reported that pump has "cassette not attached properly" error when no cassette is attached occurred during testing. During the device evaluation, it was found that there was "cassette not attached properly" alarm in the event history log. This indicates a high-priority alarm which will stop the infusion during use.